Event description:
It was reported that the patient underwent generator and lead explant due to infection. It was reported that the physician was unsure how long the infection was present. It was reported that there is no way to tell whether the infection is related to vns surgery because the patient's medications may have played a role in the infection. It was reported that the physician suspected that the additional medication that the patient is taking might have contributed to the patient's infection. It was reported that the infection was at the generator site. Cultures were taken, but the results were not known by the physician. The generator and lead were returned to manufacturer for analysis. The generator analysis was completed on (B)(6) 2013. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead analysis was completed on (B)(6) 2013. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Initial emdr indicated that the exact date was unknown; however, it was likely the date of implant based on the details of the event.